Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were explanted due to infection and erosion. The patient was hospitalized and treated with antibiotics for four weeks, then a new crt-d system was implanted. No additional adverse patient effects were reported. The explanted products were planned to be returned for disposal.